Manufacturer narrative:
The returned device was patent and met the requirements for leak testing. The patient line stopcock was not stuck and could be properly turned to all positions. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line stopcock was found to be stuck and could not be loosened, intraoperatively. Reportedly, there was no injury to the patient.